Event description:
Customer stated that battery is faulty and it has a blinking red light.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.